Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was 453 mg/dl. Customer stated that he got an unusual alarm that he was not familiar with which was bolus not delivered. Customer stated that when he checked his auto mode readiness the only 2 that did not have any check mark was the auto mode turned off and also sensor was off. Customer declined to troubleshoot insulin pump for high blood glucose. The insulin pump will not be returned for analysis.